Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and after inspection a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The connecting tube was not returned for analysis. Microscopic examination identified bodily fluid inside the pump; however, the pump passed testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and after inspection a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.